Event description:
It was later reported that the lead was replaced.

Event description:
It was reported that during a follow up visit there was consistent high right ventricular (rv) lead thresholds and high and varying impedance. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Analysis of the device memory indicated a lead impedance out of range alert. Rv lead impedance alert on (B)(6) 2013. Weekly impedance trends were cleared. Daily impedance values rise from 700 to greater than 3000 ohms over 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4, bi-ventricular defibrillator, (B)(6) 2013; 407645, implantable pacing lead, (B)(6) 2013. (B)(4).